Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing came apart while sleeping. Currently, his blood glucose level was 160 mg/dl. No further information available.